Event description:
It was reported that this event involved a patient with "strong" calcification and tortuous vessels. Difficulty was encountered passing the intra-aortic balloon over the spring wire guide. After insertion, pumping began. On x-ray, they noticed that the entire iab was not inflating and manual inflation was then attempted. At that time, blood was seen entering the helium tubing. Since a rupture was suspected, the iab was removed. A new iab (another manufacturer's product) was then placed. There were no patient complications.